Event description:
A peritoneal dialysis patient has reported that during his sleep, he accidentally unhooked his tubing and fluid soaked the bed. He awoke the next morning and the machine screen said drain 5. Patient also had a pl in fill 5. The patient's blue pin was pushed in and the machine alarmed. Patient discontinued treatment, the cassette was replaced and the patient has had no further issues with treatments. Per follow up call with pd nurse, the effluent was clear and prophylactic antibiotics were administered as a precaution and there is no other known patient ill effect and no episode of peritonitis. The sample has not been returned to the manufacturer.

Manufacturer narrative:
The complaint sample was not available and the lot number of product involved was unknown. Therefore a sample was not returned to the manufacturer for evaluation. A three month sales and shipping search to the client demonstrated three lots were shipped, these lots were considered as alternative lots and were used to attempt to confirm the alleged product problem. No malfunction was confirmed during evaluation of the alternative samples. There were no records of nonconformance reports or other abnormalities during the production of these lots.